Event description:
The technician alleged the side rail is stuck and will not raise to latch. No patient impact.

Manufacturer narrative:
The technician found the side rail slide bracket was bent. The technician replaced the side rail slide bracket to resolve the issue.